Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -16.5/3.0/082 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6)2021. The lens had rotated 5 moths after implant and the surgeon then performed a lens rotation on (B)(6)2021 but this did not resolve the problem. Then on (B)(6)2021 the lens was exchanged with a same length but spherical lens due to fear of rotation; and this resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial with moisture. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specification. Claim# (B)(4).